Manufacturer narrative:
(B)(4).

Event description:
It was reported that the first intra-aortic balloon (iab) could not pass through the sheath so another iab was used. Upon insertion the guidewire through the central port of the iab resistance was noted and the wire could not pass, the balloon was defective and cannot be used on any other patient. As a result, a new iab kit was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty could not be confirmed. Upon return, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iab bladder in the packaging tray. This damage indicates the iab was not prepped correctly per the instruction for use (IFU). The root cause of the complaint is a result of improper prep per the IFU. Additionally, the returned iab bladder was fully unwrapped and the iab was unable to be advance through its appropriate sheath due to the unwrapped bladder. The iab is to be inserted through a sheath if the bladder is fully wrapped. The bladder was within dimensional specifications. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. An in-service will be performed to reiterate the instructions for use (IFU) to the customer.

Event description:
It was reported that the first intra-aortic balloon (iab) could not pass through the sheath so another iab was used. Upon insertion the guidewire through the central port of the iab resistance was noted and the wire could not pass, the balloon was defective and cannot be used on any other patient. As a result, a new iab kit was used. There was no report of patient complications, serious injury or death.